Manufacturer narrative:
The sample was evaluated and no pinch or blockage was observed. Water was introduced with a needle syringe through the inflation lumen of the shaft and out of the inflation eye with no obstruction. The sample was classified as poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn attempted to remove the foley. When using the syringe connected to the balloon port, the rn was unable to aspirate the saline and deflate the balloon. Multiple less invasive methods were tried with no success. A urology senior used a rigid wire inserted into the balloon port and advanced it. They were met with resistance prior to the balloon from some type of debris and were eventually able to de-clog the debris with the guide wire until saline drained out and the balloon deflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the rn attempted to remove the foley. When using the syringe connected to the balloon port, the rn was unable to aspirate the saline and deflate the balloon. Multiple less invasive methods were tried with no success. A urology senior used a rigid wire inserted into the balloon port and advanced it. They were met with resistance prior to the balloon from some type of debris and were eventually able to de-clog the debris with the guide wire until saline drained out and the balloon deflated.